Manufacturer narrative:
Final device analysis of the pump revealed no significant anomalies; battery depletion end of life. Final device analysis of the catheter revealed no significant anomalies; catheter incorrectly assembled. The distal catheter is sutured incorrectly directly to the pin connector which caused some holes; the catheter appeared to function to deliver drug.

Event description:
The pump was returned to the manufacturer from an unknown source with no return paperwork. The manufacturer's device tracking system indicates that the patient expired. The device system was used to deliver baclofen. Additional information has been requested from the patient's last known physician, a follow-up report will be sent if additional information becomes available.